Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the nose cone of the short attachment device was stuck onto the handpiece device was not confirmed. However, during evaluation it was observed that the tension ring was missing, there was liquid in the burr lock, and liquid coming out of the connector. It was further determined that the device failed pretest for break out box motor assessment. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the nose cone of the short attachment device was stuck onto the motor device. During service and evaluation it was determined that the handpiece device was leaking liquid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.